Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00916. It was reported that patient experienced thrombosis. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During procedure while the rotaburr was inside the non bsc guide catheter and rotate using dynaglide, resistance was noted during delivery. Furthermore, thrombus was attached on the wire when it was removed. The procedure was completed with another of the same device. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was received with a substance on the body, due to this condition the device was not decontaminated. The device was sent to mtac in order to perform the material analysis. Visual inspection revealed that the device has the body kinked in the middle of the device and also, the spring tip kinked. Mtac analysis report results revealed that the foreign material was identified as a protein which is an organic material. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00916. It was reported that patient experienced thrombosis. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During procedure while the rotaburr was inside the non bsc guide catheter and rotate using dynaglide, resistance was noted during delivery. Furthermore, thrombus was attached on the wire when it was removed. The procedure was completed with another of the same device. No further patient complications were reported.